Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Event date: date journal article was accepted. Concomitant medical products - unknown biolox forte femoral head, unknown femoral stem, unknown acetabular cup, unknown longevity acetabular liner, all catalog#'s: ni all lot's#: ni therapy date - ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Dr. Yi-xin zhou, et al. Total hip arthroplasty using modular trabecular metal acetabular components for failed treatment of acetabular fractures: a mid-term follow-up study. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported in a journal article, periacetabular gaps were observed on immediate postoperative radiography in 10 hips. The gap persisted without any change in location and width in only one patient and the gaps in the other patients resolved within one year post-implantation. No further information has been provided.